Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2016 during which the surgeon noted it to be densely adherent to the small bowel, to the extent that he needed to resect a portion of the small bowel, along with the attached mesh. It was reported that the patient experienced dense adhesions, bowel obstructions, scarring, chronic diarrhea, and intractable and severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/04/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.